Manufacturer narrative:
The customer reported communication loss for the ICU and pcu bedside monitors at the central nurse's station (cns). Technical service (ts) informed the customer that a similar issue was reported on (B)(6) 2020 and biomed resolved it by unplugging and reseating the fiber run cable and the port reactivated. Ts called the customer after 30 minutes, but was not able to reach him. The customer then called back and while on the phone with him, the same person that called the issue in 2020 advised the customer to reseat the fiber run cable in the 4th floor closet and that resolved the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following files are not available (n/a) to this report: email address. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient's information. Attempt # 1: 04/28/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: 05/06/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 05/12/2021 emailed the customer via (B)(6) for patient information: no reply was received. Relevant tests / laboratory data. Attempt # 1: 04/28/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: 05/06/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 05/12/2021 emailed the customer via (B)(6) for patient information: no reply was received. Other relevant history, preexisting medical conditions. Attempt # 1: 04/28/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: 05/06/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 05/12/2021 emailed the customer via (B)(6) for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: ni, serial #s: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) loss communication with the ICU and pcu bedside monitors.